Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Data was unable to be retrieved due to "call tech support' error on screen. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of a no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and booted up. Functional testing and manual "try it" could not be performed due to the"call tech support" error. Data download could also not be performed due to the "call tech support" error. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was found to be performing within specification and did not confirm the reported event of no audio output. A root cause could not be determined.